Event description:
Catheter (epidural) would kink outside of insertion site or just inside of insertion site, rendering it unuseable. Catheter needed to be discontinued & pt was started on alternative therapy.